Manufacturer narrative:
A visual assessment of the returned zero tip retrieval basket was performed and residue was noted. It was found that two of the basket wires were broken. The wires were blued in color near the ends, and slag was present on the ends. One of the broken wires was complete, and the second broken wire has a missing segment of approximately 1cm in length. The handle cannula wire was bent and kinked, and the handle assembly was not returned. A functional analysis was not performed due to the condition of the returned device. The damage to the returned device is indicative of the wires making contact with a heat source, such as a laser. Therefore, taking into consideration the analysis performed on the returned device, and the information in the event, the most probable root cause is ¿user/ use error.¿ a search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a zero tip basket device was used during a tul (transurethral ureterolithotripsy) procedure within the renal pelvis performed on (B)(6) 2014. According to the complainant, while the physician was irradiating a large stone in the basket, the wire of the basket was hit by the laser. The basket wire broke and detached, and it remained inside the body. The physician is expecting that the wire fragment will pass naturally. If it will not pass naturally, the physician will plan to remove it during the patient's next scheduled tul procedure, which is in one or two months. The procedure was completed with this zero tip basket device. There were no patient complications reported as a result of this event and there were no reported patient issues after the procedure.

Event description:
It was reported to boston scientific corporation that a zero tip basket device was used during a tul (transurethral ureterolithotripsy) procedure within the renal pelvis performed on (B)(6) 2014. According to the complainant, while the physician was irradiating a large stone in the basket, the wire of the basket was hit by the laser. The basket wire broke and detached, and it remained inside the body. The physician is expecting that the wire fragment will pass naturally. If it will not pass naturally, the physician will plan to remove it during the patient¿s next scheduled tul procedure, which is in one or two months. The procedure was completed with this zero tip basket device. There were no patient complications reported as a result of this event and there were no reported patient issues after the procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.